Event description:
A user facility reported to olympus that the high flow insufflation unit had an e03 and e04 error. The reported problem was found during preparation for an unspecified therapeutic procedure. A similar device was used to complete the procedure. There was no harm, delay or user injury reported due to the event.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center confirmed the customer's event which was caused by a faulty main board assembly. In addition, it was found the unit has received impact damage to the gas outlet which has a cracked front panel assembly, a bent gas outlet and front panel chassis. There is rust present on the lower chassis, the top cover is worn and has multiple deep scratches. The feet are worn and do not hold the device in place correctly, rust present on the rear panel assembly and the gas inlet. The internal components are covered in a thick layer of dust and the gas regulator is starting to frost over when in prolonged use. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
Correction to h7 of the initial report which was inadvertently checked. There were no remedial actions taken. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon was caused by faulty main board. A definitive root cause of the faulty main board cannot be determined at this time. Olympus will continue to monitor field performance for this device.